Manufacturer narrative:
(B)(4). Date sent: 3/18/2022. Lot ml20065362 was reviewed. Manufacture date: 7/27/20. Expiration date: 3/1/24. There were no problems seen during the manufacturing and testing of this lot.

Event description:
It was reported that during a microwave ablation for a renal tumor that during placement of the probe, the needle bent very badly and cracked loudly, but without breaking off. Needle was completely removed and it was seen that the needle was broken. No patient harm. Intervention was continued with a new needle and finished without any problems.

Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.